Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a power on reset (por) message on their patient programmer (pp); meaning (therapy has turned off and reset to shipping parameters) was reviewed with the patient. It is unknown if the patient had a recent medical test or electromagnetic interference (emi) environmental exposure. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Caller noted the issue occurred over the weekend on either friday or saturday. The call center reviewed various factors with respect to a por message such as a low ins or emi. Caller hopes the ins is not low since they just had it implanted. Additional information was received from the manufacture representative (rep). The rep said the patient had a cardiac ablation and didn't turn off their device. The ins was reset at the hcp's office. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.